Event description:
It was reported the pt can no longer increase stimulation past perception. An impedance check was performed and revealed three invalid contacts. The sjm rep successfully programmed around the invalid contacts and retained adequate stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.